Manufacturer narrative:
Add'l info has been requested. Subject device not reported as explanted. Synthes is unable to provide the MFR, the PMA/510k number, and/or the date of manufacture without a part/lot number or the returned device. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no part/lot number was provided. Without a lot number, a device history record review can not be requested.

Event description:
Pt status post acdf c6 - c7 with dbx and autograft returned to surgeon for office visit. An x-ray showed a nonunion, pseudoarthrosis. Surgeon noted pt has fair to good bone quality. This is two of nine reports for this event.